Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Additional details received by the manufacturer confirmed that this report, 3030677-2023-01820, is not a duplicate of MFR report number 3030677-2023-01821 (ref. Pr (B)(4)) as previously stated in the previous follow-up emdr, dated (B)(6) 2023. The results of the investigation for this event have been provided in this report.

Manufacturer narrative:
This event has been found to be a duplicate and was previously reported on MFR report number 3030677-2023-01821, philips ref. Pr (B)(4). The investigation is still pending. The investigation results will be provided under MFR report number 3030677-2023-01821. No other reports will be submitted under this report number.